Event description:
It was reported that the patient experienced symptoms of overdose including increased pain, sedation, constipation, numbness of the hands and feet, bad taste in mouth, and persistent bad smell. The symptoms began approximately two weeks prior to the report after the patient had a "mis-step" the patient felt "overdrugged" since that time. No alarms were sounding from the pump. Residual volumes were checked, and were within specification. Event logs obtained from the pump were normal. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.